Event description:
The customer complained of experiencing low blood glucose. The customer stated that she thinks the insulin pump may have over bolused. Troubleshooting was performed. The customer stated that the amount of insulin physically present in the reservoir did not correspond with the amount recorded in the insulin pump. The displacement test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.